Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 1.7. Date: (B)(6) 2010, inratio: 3.1, retest inratio: 2.7.

Manufacturer narrative:
Investigation pending.